Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
There was no ge service. The customer reseated the footpedal cable connectors. The system operates as intended.